Manufacturer narrative:
Date of event: (B)(6). Date of report: 24aug2019. The manufacturer's field service engineer (fse) reconfirmed sensors were not within tolerance. The fse checked oxygen and exhalation flows and replaced the flow sensor to resolve the issue. Ventilator passed performance verification testing after repair was done. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The manufacturer's field service engineer (fse) discovered difference (>20 lpm) between oxygen flow sensor and exhalation flow sensor (error 3126) during servicing. No patient/user harm reported.